Event description:
It was reported that after cardioversion for atrial fibrillation, the right ventricular lead exhibited loss of capture and the patient went asystolic. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.